Event description:
A retrospective study which did an analysis of the "burn and push" technique used in robotic-assisted liver parenchymal transections, was summarized in a literature article. The article included 20 patients, 12 males and 8 females with a mean age of 62 years, who underwent robotic liver resections (rlr) from november 2021 to august 2023 with a single surgeon performing all cases. In the article there was one clavien-dindo grade iiia complication reported. A perihepatic abscess occurred in patient 8. She was discharged home on post-operative day (pod) 10 after rlr but was re-admitted on pod 13 due to enterobacter bacteraemia. She was found to have a perihepatic abscess, which was drained with interventional radiology. The abscess resolved with this drain and IV antibiotics. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: sambommatsu y, lee sd, imai d, et al. ¿burn and push¿ technique: a novel robotic liver parenchymal transection technique. Int j med robot. 2024;e2631. Https://doi.org/10.1002/rcs.2631.